Event description:
The hcp reported the patient was having no new symptoms. The pump was refilled without difficulty, however "more baclofen withdrawn than projected to be. Flow in/out was normal." The expected volume was 28ml and the actual was found to be 4.8ml. No patient treatment or device troubleshooting was required. The hcp reported the patient had nothing to recover from as there was no increased spasticity.